Manufacturer narrative:
The insulin pump passed the self test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No check settings alarm or error alarm was noted. No cosmetic damage was noted. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for an error and needed to be reprogrammed. The insulin pump was disconnected from the insulin pump. The insulin pump was stuck at the fill tubing process. The insulin pump alarmed for check settings while checking the alarm history. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.